Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 10:40:26 on (B)(6) 2025. At 23:45:17, an arrhythmia was detected. ECG shows af @ 120 bpm with nsvt/pvcs, low amplitude cardiac signal and motion artifact. At 23:46:56, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal and motion artifact contributed to the false detection. Rhythm at the time of treatment was af @ 120 bpm with nsvt/pvcs, low amplitude cardiac signal and motion artifact. Post shock rhythm was paced rhythm @ 60 bpm with pvcs/nsvt. At 23:50:42, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal and motion artifact contributed to the false detection. Rhythm at the time of treatment was af @ 120 bpm with nsvt/pvcs, low amplitude cardiac signal and motion artifact. Post shock rhythm was idioventricular rhythm @ 80 bpm. The electrode belt was disconnected at 23:56:04 on (B)(6) 2025.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.